Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2012, in order to facilitate integrity testing and CT scan. The implanted device remains.

Manufacturer narrative:
(B)(4) implanted device remains..